Manufacturer narrative:
On an unreported date in the beginning of (B)(6) 2018, the patient experienced peritoneal inflammation. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified drug (dose, (injection) route and frequency were not reported) for peritonitis treatment. At the time of this report, the patient has recovered from the event. Pd therapy was discontinued during the treatment. No additional information could be provided because the reporter declined follow up.